Manufacturer narrative:
The insulin pump was received with frozen screen due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self -test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to frozen screen. The insulin pump had a cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture under the lcd screen. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.